Event description:
Information was received that the patient's lead and generator were replaced. Lead impedance was reported to be normal pre-operatively. The explanted devices are not being returned by the explanting facility due to the facility's policies. No additional or relevant information has been received to date.

Event description:
It was reported that the patient had been in a car accident a couple months ago and was not feeling that the lead is moving and is ¿just not right¿. The patient also reported having an increase in seizures and feeling that stimulation was going off more. The patient had seen her neurologist who confirmed that lead impedance was ok. The neurologist referred the patient for generator replacement and possibly a lead replacement due to the age of the lead. It was reported that the neurologist was unsure of the cause of these events but suspected that they were due to the car accident. Clinical notes were received and reported that a radiograph of the vns showed no anomalies. There is no indication that the migration of the lead is associated with the increased seizures. Therefore, the migration of the lead is reported in manufacturer report #1644487-2018-02381. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.